Event description:
Head physician of the hospital reported to our sales rep that he was performing a surgery procedure. During this procedure nurse observed that the box of the implant was open. So, the implant wasn't sterile any longer. A replacement was available so the surgeon could complete the surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.